Event description:
Potential for injury associated with a tdxsiv-hd custom power wheelchair where the motor is leaking grease and the end-user's o2 tube got wrapped around the axle. This event could result in the inconsistent operation of the unit and potentially result in injury to the user.